Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz hlm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, while setting the profile of the roller pump 85, the rotation speed could not be increased beyond 150 rpm. The above issue occurred with the m-circuit profile, but a later s-circuit profile allowed for a rotation speed of up to 250 rpm. There was no patient involvement.